Event description:
It was reported that a pump door would not close. It was discovered in testing that a pump would not detect a closed door. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was rec'd and evaluated by baxter. The reported symptom was confirmed and reproduced. The unit was rec'd inoperable due to a constant door not fully latched message, corresponding with the reported symptom caused by a loose link screw (upper). The screw was adjusted during eval with the door performing as expected. The screws were replaced during the repair process.